Manufacturer narrative:
Product ID 3387s-40 lot# va09fz1, implanted: 2013 (B)(6); product type lead product ID 3387s-40 lot# va09fz1, implanted: 2013 (B)(6); product type lead (B)(4).

Event description:
Additional information received reported the patient was receiving therapy. It was noted that no other actions were needed at the time of this report.

Event description:
It was reported that during stage 2 implant with a primary cell (pc) device on the left side all combination with 3 were greater than 40,000 ohms. It was noted that the doctor tried reinserting the lead and looked at connector for any fluid dried it off but impedances were still greater than 40,000 for all combination with electrode 3. It was noted that the health care professional (hcp) planned to program around it. It was noted that a lead end cap was used but they did not suspect that it got over tightened. Additional information received reported that the patient was in the office on the day of report and had high impedances on all contacts. It was noted that the patient would be scheduled for a possible revision. Additional information received reported that the health care professional (hcp) was meeting with the patient on the day of report for initial programming. It was noted that the implantable neurostimulator (ins) had not been turned on yet. It was noted that impedances were as follows: c-0: 980, c-8: 1231, c-9: 1851, c-10: 2040, c-11: greater than 40,000, 8-9: 2344, 8-11: greater than 40,000, 9-10: greater than 2788, 9-11: greater than 40,000, and 10-11: greater than 40,000. It was noted that the reporter didn¿t think it was safe to turn stimulation on and were not planning to do any programming on the day of report. Additional information received reported that the patient was scheduled for surgery 2013 (B)(6). Additional information received reported that the patient was in pre-op currently and was going to troubleshoot to see if the problem was at the lead and extension connection or the battery. It was noted that it was contact 3 and contact 11 had the issues and when the doctor took out the battery connector, wiped off the connection, no blood or fluid and switched the battery from the left to right and vice versa and contacts 3 and 11 were still abnormal so they switched them back. It was noted that it was a new battery at implant 2 weeks ago. It was noted that the doctor had not turned the device on or tried programming at the time of report. Additional information received reported that the patient was brought in for surgery and opened ins pocket. It was noted that they noticed that the screws weren¿t clicked. It was noted that the contacts were cleaned and retightened. It was further noted that all the impedances looked normal after closing. Additional information was requested but not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.